Event description:
Patient underwent a cervical fusion surgery using rhbmp-2/ acs. Post surgery, back pain increased, range of motion in his neck was lost and patient also started experiencing frequent headaches and shoulder pain. Patient continued to live with constant discomfort and pain in his neck, back, arms and shoulders.

Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.